Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of unacceptable threshold was not confirmed. Electrical testing of the lead indicated normal device characteristics. Visual examination noted no anomalies. X-ray analysis of the connector pin region was normal.

Event description:
It was reported that during implant, the lead had good threshold with the ICD. The doctor connected the lead to the psa and the threshold good. Then reconnected the ICD and the threshold was unacceptable. Then reconnected the lead to the psa and good threshold was observed. Then another promote was used, but the threshold was acceptable. This lead was not implanted.